Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the gastrointestinal tract to treat gi bleeding during an egd (esophagogastroduodenoscopy) gastric biopsy procedure performed on (B)(6) 2024. During the procedure, the technician tried to deploy the clip by closing the handle, but it was unable to deploy. The technician repeatedly opened and closed the handle while the physician moved the catheter back and forth, but the clip was still unable to deploy. After a few minutes, the clip finally deployed. However, once it deployed, the spring inside the handle popped out. The procedure was completed with this device. There were no patient complications reported as a result of this event.